Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of around 40 mg/dl to 50 mg/dl. The customer was hospitalized. The husband of the customer reported that there was an issue with the settings of the insulin pump. The husband of the customer reported that settings for the insulin pump have been adjusted and they have not had any further issues afterwards. No additional info was provided.